Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st-9th distal stent wraps with struts bunched and raised. No deformation evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a non-tortuous, moderately calcified lesion exhibiting 80% stenosis located in the lad. The device was inspected with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the device failed to cross/position at the lesion. The procedure was completed using a non-medtronic stent . The patient is reported to be alive with no injury. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related. Device analysis reported stent deformation.